Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially air gas module was pointed out defective and needing replacement. According to the field service engineer the customer repaired the device by themselves. The device is working according to the manufacturer's specification. The repair conducted by the customer is unknown. As the final solution to the issues is unknown and is not possible to know what actions were performed to solved the issues, the cause cannot be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the air gas module is recommended to solve the issue. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).